Event description:
The customer reported that she pressed the wrong buttons before bedtime and accidentally programmed a bolus of 9.9 units. The customer woke up with low blood glucose of 24 mg/dl, and the paramedics were called to stabilize her blood glucose. The customer stated that she reviewed the settings and everything seems to be within the normal range. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.